Manufacturer narrative:
(B)(4). Batch # r92n4h. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 0 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the clip feed slowly into the jaws of the device? No information. It was possible that the clip ejected or the clip fell off. At least, no clips were left inside the patient. Did multiple clips feed into the jaws of the device at one time? No information. Did the clips feed sideways? No information. Or, did the clips not feed into the jaws of the device? No information. No further information will be provided."

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws properly. The device was used on the cystic artery. The problem was not resolved though the device was fired several times for functionality. Another device was used to complete the case. There were no adverse consequences to the patient.